Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump display screen had become discolored. This complaint is being reported because it was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the text on the display screen was starting to dim/fade and become discolored. Increased the contrast setting to the maximum of '10' resulted in little improvement. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.